Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from may 2015 to july 2016. For this reason, the first day of the reported study period (01-may-2015) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse events. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (possible pre-exiting rbbb) likely contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: ramirez del val, f., hirji, s., carreras, e., kolkailah, a., chowdhury, r., mcgurk, s., lee, j., nyman, c., shook, d., sobieszczyk, p., pelletier, m., shah, p, kaneko, t. (2018). Clinical significance of greater implantation height with sapien 3 transcatheter heart valve. The journal of heart valve disease (j heart valve dis). Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/30560594.

Event description:
As reported through a literature article, ¿clinical significance of greater implantation height with sapien 3 transcatheter heart valve", a lower rate of permanent pacemaker (ppm) has been linked to a target aortic implantation height (aih) >0.70, following transcatheter aortic valve replacement (tavr) with the sapien 3 valve. Based on clinical experience, it was hypothesized that a higher aih (=0.85) would lower the rate of ppm implantation. Patients who underwent a tavr procedure with the deployment of an edwards lifesciences sapien 3 valve during a study period between may 2015 and july 2016 were stratified into targeted or standard aortic implantation (si) height and high implantation (hi) height. The patients were evaluated for the incidence of a new ppm implantation. The conclusion of the study was among the tavr patients who received the sapien 3 valve, a higher aih was not associated with a lower rate of ppm implantation or increased operative mortality. Prior right bundle branch block (rbbb) was the only independent risk factors for new ppm implantation. Long-term follow up is crucial in determining the clinical significance of ppm implantation. This report represents 11 patients received new ppm implants post tavr. Additional details of these events are not available, including type of conduction disorder and time of the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.